Event description:
Received info 03/05/2008 from an optometrist in clinical research regarding a pt enrolled in a foreign clinical study. Chart indicates the pt presented in 2007 with complaint of redness, pain, watering and photophobia os after wearing oasys product as extended wear x3 days. Sle indicates: localized midperipheral, anterior stromal infiltrate with ac flare 2+, ac cells 2+ and contact lens induced peripheral corneal ulcer. The pt was treated with ciplox gtts 1 gtt q1hr, homide gtts bid, vitamin c 500mg qid, d/c cl wear. The pt was seen for f/u in 2007 and four days following. Final visit the next month, ae resolved after 15 days of d/c cl wear. Va 20/20 with correction. A residual scar was present. The pt resumed participation in the study. No further info is available. Product in question had been discarded. No add'l info is expected to be received. All mdrs are reviewed at quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse.